Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and was not able to reproduce the reported issue. The stm was asked to do a complete checkout of the iabp to make sure it is still functional. The stm performed a full pm including functionality checks & validated calibration. Unit cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the balloon on cardiosave intra-aortic balloon pump (iabp) popped. No patient harm reported.